Manufacturer narrative:
The investigation determined that a higher than expected vitros creatinine (crea) result was obtained from vitros performance verifier (pv) I using vitros crea slide lot 1515-3552-2032 tested on a vitros xt 3400 chemistry system. The assignable cause of the event was a suboptimal calibration event caused by user error. The customer reconstituted vitros calibrator kit 1, lot 0183, with 5 ml of diluent, when the vitros calibrator kit 1 instructions for use states the calibrators should be reconstituted with 3 ml of diluent. Acceptable vitros crea performance was obtained using an alternate calibration event that was generated using a new set of vitros calibrator kit 0183 that were properly reconstituted. This indicated neither vitros crea slide lot 1515-3552-2032 nor the vitros xt 3400 chemistry system likely contributed to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros creatinine (crea) result was obtained from vitros performance verifier (pv) I using vitros crea slide lot 1515-3552-2032 tested on a vitros xt 3400 chemistry system. Vitros pv I lot t1396 vitros crea result of 1.63 mg/dl vs. The vitros range of mean midpoint value of 1.03 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros crea result was obtained from a non-patient quality control fluid. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).